Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's right s1 placement drg lead was replaced. Reportedly, the patient felt the system stimulation was not helping. The patient reported receiving good stimulation therapy postoperatively.